Event description:
The wife of a (B)(6) male pt contacted lifecor customer support to report that he was getting "adjust belt" messages. Support confirmed that the sensing electrodes were on the body correctly. The spouse stated that the pt had a cardio-version done today and the hosp did not remove the device. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt was found to have an open connection in the distribution node. R2 on the distribution nose board was open. This caused an interruption in the driven ground signal. This resulted in falloff on all ecgs and the "adjust belt" messages. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to the cardio-version without removing the electrode belt. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.